Event description:
Customer reported that the insulin pump alarmed motor error and motor position encoder error during bolus. Customer has been traveling and had to go through the body scanner at the airport. Device was not bumped or dropped. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Several alarms were noted in the history due to a corrupted history file. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.